Event description:
(2/2, reference cc-0147412 for related complaints) (documenting pump sn (B)(4))patient reported cadd ms3 pump serial number (B)(4) sometimes shows remodulin infusion completed 1 day early and 1 ml of medication still in syringe pump serial. Number (B)(4) sometimes completes infusion 1 day early, cartridge is empty and patient had redness in her face and feels hot. Both pumps replaced and patient advised to. Return. No further details provided.